Manufacturer narrative:
Estimation, patient reported to be in their early 50s at time of event. Weight reported (B)(6). Date of event: approximately 2003. Implant date: approximately 1998. PMA / 510(k) #: product in unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had an unknown approximately 8-inch stent implanted approximately 20 years ago to address circulation issues. Patient report edly left condition until it was severe. Patient had device implanted behind knee on right leg. Five to seven years post implant of the stent the patient is reported to have experienced complications. It is reported that the stent twisted in his leg and cut off circulation. Attempts were made to remove the stent, but it ended up breaking up. The stent was removed. It was reported that the vein had recanalized. Periphery veins become wider and stronger but did not evenly pump leading to gangrene. The patient declined amputation. It was reported that the patient died approximately ten years post removal of the stent. The device is not suspected to hce contributed to the patient death.